Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedances. The pocket was opened and the leads were disconnected from the device and tested. All measurements were normal. The physician noted blood in the header. The device was explanted and a new device implanted and connected to the chronic leads. All measurements were then within normal limits. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It appears that the right ventricular (rv) lead was not inserted all the way and the rv ring started losing contact which was most likely the cause of the high rv lead impedance measurement that was observed.